Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("auto-immune like symptoms") in an adult female patient who had essure (batch no. 645015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "there is discontinuity and angular alteration between the platinum band of the proximal end of the outer coil and out of the adjacent inner coil of the right fallopian tube". The patient's medical history included dyspareunia, stress incontinence, uterine cervix bleeding, frequency urinary, uterine fibroid and crying. Concurrent conditions included hot flashes, emotional problems, loss of energy, concentration loss, delayed period, appetite absent, sleeplessness, general body pain, ache, major depressive disorder, mood change, breast cyst, bloating, malignant neoplasm of cervix uteri, unspecified, cystoscopy, multigravida and parity 2. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstruation delayed ("missing periods"), pelvic pain ("pain"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), abdominal pain ("abdominal pain") and discomfort ("all over body discomfort") and was found to have hormone level abnormal ("hormonal issues") and weight increased ("weight gain"). The patient was treated with surgery (fallopian tube removal on (B)(6) 2017, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, neuromyopathy, autoimmune disorder, menstruation delayed, pelvic pain, dysuria, allergy to metals, hormone level abnormal, weight increased, abdominal pain and discomfort outcome was unknown. The reporter provided no causality assessment for menstruation delayed with essure. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, discomfort, dysuria, genital haemorrhage, hormone level abnormal, neuromyopathy, pelvic pain and weight increased to be related to essure. The reporter commented: gravida 3, para 2-0-1-2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: 1. Apparent tubal occlusion. 2. There appears to be overall satisfactory location of the essure micro insert and there is a discontinuity between the right tube proximal platinum band and that of the adjacent radiographic signature of the presumed inner band of indeterminate clinical significance. 3. Slight corrugated contour of the endometrial cavity with small band.. Concerning the injuries reported in this case, the following one was reported via medical records-device physical property issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("auto-immune like symptoms") in an adult female patient who had essure (batch no. 645015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "there is discontinuity and angular alteration between the platinum band of the proximal end of the outer coil and out of the adjacent inner coil of the right fallopian tube ". The patient's medical history included dyspareunia, stress incontinence, uterine cervix bleeding, frequency urinary, uterine fibroid and crying. Concurrent conditions included hot flashes, emotional problems, loss of energy, concentration loss, delayed period, appetite absent, sleeplessness, general body pain, ache, major depressive disorder, mood change, breast cyst, bloating, malignant neoplasm of cervix uteri, unspecified, cystoscopy, multigravida and parity 2. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstruation delayed ("missing periods"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), abdominal pain ("abdominal pain") and discomfort ("all over body discomfort") and was found to have hormone level abnormal ("hormonal issues") and weight increased ("weight gain"). The patient was treated with surgery (fallopian tube removal on (B)(6) 2017, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, neuromyopathy, autoimmune disorder, menstruation delayed, pelvic pain, urinary tract disorder, allergy to metals, hormone level abnormal, weight increased, abdominal pain and discomfort outcome was unknown. The reporter provided no causality assessment for menstruation delayed with essure. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, discomfort, genital haemorrhage, hormone level abnormal, neuromyopathy, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: gravida 3, para 2-0-1-2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: apparent tubal occlusion. There appears to be overall satisfactory location of the essure micro insert and there is a discontinuity between the right tube proximal platinum band and that of the adjacent radiographic signature of the presumed inner band of indeterminate clinical significance. Slight corrugated contour of the endometrial cavity with small band.. Concerning the injuries reported in this case, the following one was reported via medical records-device physical property issue. Quality-safety evaluation of ptc: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs and mr received: lot number was added. Events: device physical property issue,pelvic pain, urinary disorders, allergy to metal, genital bleeding, neuromyopathy, autoimmune disorder, hormonal imbalance, weight gain, abdominal pain, body discomfort were added. Medical history were added. Concomitant conditions were added. Lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.